Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s mother reported via phone call that they had no delivery alarm with high blood glucose level of 249mg/dl at time of incident. Customer also reported that sensor saying 272mg/dl but fingerstick was 249mg/dl. Customer¿s mother declined troubleshoot for high readings. Troubleshooting was performed for insulin flow blocked but did not resolved by changing complete set. The product was not returned for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No excessive no delivery alarm noted during test.